Event description:
See also MFR report 2032545-2008-06265. It was reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery system. The capsule fell off of the delivery system upon removal from the pt. This was the second capsule attempted for this pt. The procedure could not be completed. No injury to the pt was reported.

Manufacturer narrative:
The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action - failure to detach, physician communication (03-dec-2007).